Manufacturer narrative:
Article citation: prepectoral breast reconstruction with tiloop® bra pocket: a single center prospective study. F. Lo torto, m. Marcasciano, j. Kaciulyte, u. Redi, l. Barellini, a. De luca, a. Perra, j. M. Frattaroli, e. Cavalieri, g. Di taranto, m. Greco and d. Casella. European review for medical and pharmacological sciences. Feb 2020; 24 (3): 991-999. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not applicable. The device remains implanted, and the reported event has resolved.

Event description:
Article "prepectoral breast reconstruction with tiloop® bra pocket: a single center prospective study" discusses one patient who experienced "delay in scarring and resulted in partial thickness wound dehiscence" after subglandular placement of natrelle 410 device. Treated with ambulatory wound dressings and resolved in 16 days. Side unknown.